Event description:
An atherectomy was performed on a moderately calcified proximal/ostial rca lesion. After several cuttings with a flexi-cut, the cutter torque cable fractured and was removed from the pt along with the guide wire. A new flexicut was advanced over a new iron man guide wire. After four cuts, it was observed that torque was not transmitted to the distal end of the guide wire with proximal guide wire movements. The flexi-cut was removed with the iron man, and the guide wire was discovered to have separated about 20 cm proximal to the tip, inside the guiding catheter. Another guide wire was advanced with a balloon catheter and the separated distal guide wire segment was secured in place with a balloon inflation. The entire system was then removed as a unit without injury to the pt.